Event description:
In 2006, customer reportedly received results of 58 mg/dl and 109 mg/dl within 10 minutes on the same device. Customer did not have symptoms of low blood. No action was taken. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.